Event description:
The report received from the affiliate states that proximally, the balloon is longer than what the markers and the label indicate. The balloon should be 20 mm, but is much longer. The age and gender of the patient is unknown. The target was a focal lesion located below the knee. The length of the lesion was 15 to 18mm. The product looked normal when removed from the packaging. There was no difficulty prepping the device. There was no difficulty advancing the device over the guidewire or through the vessel. The markerbands did not migrate on the device when placed at the lesion and inflated. Type of inflation device used is unknown. The balloon was inflated to nominal pressure for two minutes. The brand of contrast used to inflate the balloon is unknown. During inflation of the balloon, it was noticed that the proximal portion of the balloon was longer than the markers and label indicated. There was no visible damage to the vessel and the lesion was successfully treated. There was no reported injury to the patient.

Manufacturer narrative:
The report received from the affiliate stated that proximally, the pta savvy 3.5mm x 2.0cm 80cm balloon is longer than what the markers and the label indicate. The balloon should be 20 mm, but is much longer. The age and gender of the patient is unknown. The target was a focal lesion located below the knee. The length of the lesion was 15 to 18mm. The product looked normal when removed from the packaging. There was no difficulty prepping the device. There was no difficulty advancing the device over the guidewire or through the vessel. The marker bands did not migrate on the device when placed at the lesion and inflated. The type of inflation device used is unknown. The balloon was inflated to nominal pressure for two minutes. The brand of contrast used to inflate the balloon is unknown. During inflation of the balloon, it was noticed that the proximal portion of the balloon was longer than the markers and label indicated. There was no visible damage to the vessel and the lesion was successfully treated. There was no reported injury to the patient. A non sterile pta savvy 3.5mmx2cm, 80 cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, also it presents residues of contrast medium. No other anomaly was noted in the returned device. An attempt to inflate the balloon was done per procedure in order to measure the balloon length and the value obtained was 2 cm, which is within specification. During inflation, it was noted that the distal marker band was placed in the distal transition area of the balloon per specification. The distance between the marker bands was measured. The separation between marker bands is within specifications. It measured 18.2 mm, the spec is 18.3+/- .5mm. In addition, it was compared with another savvy 6.0mmx2cm device, and no difference was noted between them regarding balloon length and marker band distance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Inspections for marker band distance and position are in place during the assembly process. With the available information, no conclusion can be made regarding procedural factors that may have influenced the reported event. The reported incorrect length of the balloon at the proximal markers was not confirmed. The balloon length and marker band placement is within specification. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.